Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced inflammation/infection on left eye (os) after a laser procedure at 7 month post op exam. A brief description from the surgery center indicated at a 7 month post op exam, the patient had a non-specific left anterior uveitis and it was likely unrelated to the lasik procedure. The patient's comment was that the left eye was sore, red, and very light sensitive. Topical steroid dosage was increased to resolve symptoms. Pre-op; bcva from (B)(6) 2015: right eye: pre-op 20/20 -1.25 x -1.50 x 105; left eye: pre-op 20/20 -1.50 x -1.25 x 70. Post op: bcva from (B)(6) 2015: right eye: post-op 20/20 .00 x .00 x 90; left eye: post-op 20/20 .00 x .00 x 90.